Event description:
A report was received that the patient was explanted due to skin erosion around the lead site.

Event description:
A report was received that the patient was explanted due to skin erosion around the lead site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70, (B)(4), description:enh st ld kit, 70cm, model#:sc-1110-02, (B)(4), description: ipg kit without pull-through tunneler the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory